Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient developed a skin flap infection shortly after implantation. The infection was treated successfully. In 2006, the patient developed swelling around the implant site. Treatment with antibiotics was unsuccessful. The device was explanted in 2007 due to "chronic wound breakdown over implant site". The patient was reimplanted approx nine weeks later.